Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Conclusions: no evaluation will be performed.

Event description:
3m received information from a customer (medwatch (B)(4)) regarding a skin tear. Reportedly, while removing the ioban surgical drape from the patient's skin following a procedure for chiari formation, the patient suffered a 1/2 cm x 1-1/2 cm skin tear to the neck. It was noted that the patient was six years old and prepped with chloroprep. The injury was treated with xeroform.